Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope communication error was the internal ccd-cable was damaged by influence of stress applied to insertion tube and universal cord or bad electrical contact of circuit board in the scope connector occurred by influence of water which invaded the device. The event can be prevented by following the instructions for use which state: ¿operation manual: important information: please read before use: precautions for disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. Reprocessing manual: 1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the distal end was detached from the bending section, the insertion tube was dented and scratched, the universal cord was dented, the scope ID was not displayed, and the whole scope had water invasion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii bronchovideoscope displayed a b226 scope communication error code when preparing the scope for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was not confirmed. A b226 scope communication error was not displayed, but a b30 error message was displayed with no image. The report is being submitted due to the b30 error message found during evaluation.